Manufacturer narrative:
To date, information suggests that these medical device remain actively in service. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit probable r-wave undersensing associated with physiologically small r-wave amplitude within the ventricular fibrillation that occurred. There were no adverse patient effects reported, but there were three beats of undersensing observed.